Manufacturer narrative:
Device not rec'd by ranfac corp. For analysis. Device history record review was performed, and no issues were identified. DHR review was sent to (B)(4) for their review.

Event description:
Per the maude event report, the bone marrow needle was placed appropriately. Unable to establish necessary suction with syringe to obtain aspirate specimen. The biopsy was successfully obtained. Although a core specimen was obtained, the biopsy needle could not be used to obtain and aspirate specimen of the patients bone marrow.